Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented to the emergency room in backup vvi. A device download was performed successfully. Device remains implanted and the patient will be followed normally.